Event description:
Abbott quartet 1548q. Implanted (B)(6) 2021. Repositioned due to violent pns in all configurations that patient could not tolerate. Event date: (B)(6) 2021 (day of implant in recovery) lead replaced. Opted for his bundle pacing due to long time removing old lv lead and gaining access. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).